Event description:
It was reported that pump experienced malfunction alarm malf 16 with fault ID 16-0x20e6, and malfunction code could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it, and was informed about reprogramming pump settings and reconnecting continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump under warranty.